Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm that appeared on the homechoice (hc) display. The care giver (cg) stated that they had to start over last night and used a new cassette but used the same bags. The technical service representative (tsr) explained that the second prime used more solution intended for therapy. The tsr advised the cg that bags should have been changed as well. The tsr advised him to contact the nurse about potential compromise to set up. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Use error, sample was not requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the caregiver; the cassette was replaced after a check lines and bags alarm but solution bags were reused. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.